Event description:
Device was used during a laparoscopic cholecystectomy procedure. Safety shield did not retract. Hosp has reported that no pt injury occurred.

Manufacturer narrative:
12/23/96-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.